Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was being treated for a proximal humerus fracture using a multiloc humeral nail. While drilling the proximal hole for the distal locking after the proximal locking with the multiloc screws, the drill was obstructed or interfered with by the nail. After re-drilling and inserting a k-wire, the surgeon re-tried drilling while holding the sleeve, but was unable to avoid interference. The surgeon decided to remove the drill sleeve and drill with only the protection sleeve. Then, he inserted locking screws to complete the operation. The product associated with this event has not been returned for investigation and no further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing and product development evaluations were performed on the returned product. Traces of normal usage (tiny bumps and dents) were found on the instruments surface. Dimensional checks were performed and revealed the product to be within specification at the time of manufacture. Component tolerances were analyzed and determined to not contribute to this event. No misalignment of the aiming arms has been found as described in the complaint description. This complaint was deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.